Event description:
It was reported that upon opening a brand new instrument the orange sleeve was cracked. The instrument was not used in a case or sterilized. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with the tube extension melted and broken at the main tube connection joint. The main tube reinforcement was missing from the main tube. The main tube was found broken and cracked at the distal tip. Engineering concluded the damage was likely due to mishandling the instrument had been used 8 times. No other damage was found. On (B)(4) 2012, intuitive surgical, inc. (Isi) spoke with the initial reporter of the complaint. The reporter stated the initially reported complaint was incorrect that in fact, the instrument was not brand-new but rather had been used previously. He also stated that there were no reports of any patient harm or fragments falling into any patient. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.